Manufacturer narrative:
The customer was requested to perform a transmitter diagnostic log for further review. Based on the additional escalation of the issue, it was determined that the transmitter was detecting two sensors which prevented proper system usage. The investigation suggests that the new sensor was likely inserted in close proximity to the previously implanted sensor. This would have caused signal interference resulting in the detection of the previous sensor. The insertion of the new sensor in such close proximity is considered off-label use. Senseonics recommends that each new sensor be inserted into a separate pocket, preferably in the opposite arm. The customer was advised to discuss this situation with their hcp, including the option of removing both sensors, and re-inserting a new one in a different pocket, preferably in the other arm.

Event description:
On 06 june 2025, senseonics was made aware of an incident where the customer reported having connection issues between sensor and transmitter. During connection test, the pop up appeared "retired sensor - contact your doctor". The sensor was inserted on (B)(6) 2025 and the issue happened on (B)(6) 2025. Upon escalation, it was found that the transmitter was detecting two sensors, preventing proper system usage. The user was advised to contact hcp to discuss about next steps such as removal of the previous sensor or both sensors.